Manufacturer narrative:
Upon further review of the event, it was determined that this event is not reportable. The needle separated from the suture prior to use. The 2m25 suture is intended to be deployed by snapping back the top portion of the card back, exposing the top of the device for easy removal. In this case, this was clearly not completed, and the user attempted to remove the needle from the grip with the top portion of the card still intact, this report will be retracted.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Device was not returned to the manufacturer.

Event description:
It was reported to gore that the needle snapped off the gore-tex&#59411;uture.